Event description:
Pt alleges her right implant was ruptured, she was very uncomfortable and had "enormous" pain. Dr's notes state pt had a problem with her breast implants, had contracture on the right which was tender and uncomfortable. Operative report states the right implant was ruptured and since there was minimal contamination of silicone in the pocket it may have been ruptured during removal and a complete capsulectomy was performed.